Event description:
It was reported that one of the leads was leaking. The pt experienced a painful headache adjacent to the lead in the upper left quadrant of his head. The deep brain stimulator was reprogrammed, and the pt felt better after that. The headache recurred several days later. The pt was traveling, and did not have a magnet or programmer to turn the device off. Add'l info has been requested. A follow-up report will be submitted if add'l info becomes available.